Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that the customer would insert an infusion set and it would work fine the first day but the next day her blood glucose increased. Customer's blood glucose level was over 600 mg/dl. She was feeling nauseous. Air bubbles were found close to the reservoir and a crack on the reservoir window. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.